Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the alarm "auto filling failure" was generated. The iab was being used during the first aid process; the catheter was inserted normally, and upon start of the pump the alarm was generated. The iab was replaced and the therapy continued normally. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane loosely folded and blood on the exterior of the catheter. The extender tubing and insertion components were also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, extender and pressure tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete auto fill cycle. The iab pumped normally and no alarm sounded from the pump. An evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the alarm "auto filling failure" was generated. The iab was being used during the first aid process; the catheter was inserted normally, and upon start of the pump the alarm was generated. The iab was replaced and the therapy continued normally. There was no reported injury to the patient.